Event description:
Date of event was in 2008. Customer reported a crack in the hub of the IV tubing. Stated propofol was infusing and noted the tubing had collapsed and had a crack in the tubing at the hub causing the medication to leak onto the patient's bed. No patient harm reported. No other details about the event or the patient available. The IV administration set was not received for investigation because the customer stated the product was discarded. No evaluation will be performed.

Manufacturer narrative:
Patient information requested an all available information is included.